Event description:
Shortness of breath [shoulder] [dyspnoea]. Wheezing [shoulder] [wheezing]. Trouble swallowing [shoulder] [dysphagia]. Copious amounts of clear secretion from nose and mouth [shoulder] [secretion discharge]. Tongue feeling numb and fuzzy [shoulder] [hypoaesthesia oral]. Dizziness/lightheadedness [shoulder] [dizziness]. Case description: spontaneous report received on (B) (6) 2008 from a nurse who was also the consumer and a (B) (6) female, (B) (6), who experienced shoulder pain due to a car accident on (B) (6) 2008 which resulted in a second degree dislocation of the shoulder with inflammation. The pt's relevant medical history included allergies to feather pillows and bedding and latex including its related proteins. The pt has had near anaphylactic shock reaction to latex in the past. The pt received her first dose of synvisc mixed with lidocaine and marcaine in a 12ml syringe on (B) (6) 2008 for acute traumatic pain in her right shoulder. About 30 mins after the injection while she was waiting at another physician's office, she experienced dizziness and light-headedness with her tongue feeling numb and fuzzy. About 20 mins after that, she had trouble swallowing due to copious amounts of clear secretions coming from her nose and mouth. She then started wheezing and had shortness of breath. The physician's office immediately sent her to the emergency room after respiratory issues began and she was treated with intravenous fluids, intravenous benadryl, intravenous decadron and oral pepcid. About 200ml of secretions were suctioned. Approx 20 mins later, she felt fine and was discharged from the emergency room.